Manufacturer narrative:
Communication cord. This user facility serves as the health care provider for one of the state prisons. As a result, it has been reported that patients intentionally damage various device components with unrestrained appendages. Additionally, patients are regularly restrained in manners that conflict with the device's instructions for use.

Event description:
It was reported by service report that the com cord had been broken off of the headend and the com cord screws were broken off in the jack screws. It is unk if there was pt involvement or if there are adverse consequences to report.